Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's distal clevis exhibited thermal damage. The distal clevis had char marks which gave the appearance of cracks. The damage was not near a conductor wire. Evidence not conclusive but the damage likely was caused by contact with another instrument. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's distal clevis found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the permanent cautery hook instrument had a crack and charred at the end of yellow piece. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.